Event description:
It was reported that the patient had phrenic nerve stimulation due to the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is enrolled in the systems longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185 competitor implantable tachy lead, implanted: (B)(6) 2007. A 419688 implantable pacing lead, implanted: (B)(6) 2011. A 4470 competitor implantable pacing lead, implanted: (B)(6) 2007. (B)(4).